Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use and blood were observed. Large buildup of charred blood and tissue was observed at the heating element and at the base of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply set at level 3.0. The device failed the precautery test. Excess white smoke was observed during testing. The jaws were cleaned and the precautery test repeated. No smoke and/or steam which could be considered excessive was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. Since the device operated as expected after the jaws were cleaned the most probable cause of the excess smoke is charred tissue and blood buildup at the jaws. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device began to emit white smoke. The harvester cleaned the jaws and made sure the vent was clean but the smoking got worse. After completing about 75% of branch ligation, a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device began to emit white smoke. The harvester cleaned the jaws and made sure the vent was clean but the smoking got worse. After completing about 75% of branch ligation, a replacement device was used to complete the procedure. The hospital did not report any patient effects.